Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient went to bed last night with a slightly elevated blood glucose (bg) level. The reporter did not think anything was abnormal with the bg because the patient was at a birthday party and had more sweets than usual. The reporter stated that when the patient woke up there was no power to the pump. The last alarm was 630 am and the low battery alarm was unconfirmed. They noted the pump had no power around 8 am. The bg at that time was 500 mg/dl with nausea. The patient was treated via syringe. The patient removed the site and noted it was bent. The reporter stated that it would be hard to determine if the bg was higher than normal or not since they are adjusting settings recently with the md also. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate connection to the pump).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings:the black box and history for event have been overwritten. Unexplained por¿s observed in the current black box on 01/18/2015. The battery compartment is cracked on the side from threads to cover. Battery cap/cartridge cap were not returned. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Test cartridge cap used to complete testing. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.